Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported that the device failed operation check with an error therapy pca(printed circuit assembly) failed. There was reportedly no patient involvement.